Event description:
Customer reported blood glucose results of 69 mg/dl, 150 mg/dl, and 178 mg/dl within 10 minutes on the aviva system. Customer reported chest pains, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.